Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 116 mg/dl. The customer stated that she changed the infusion set on the morning of the event, but her blood glucose levels kept climbing. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.